Event description:
Dr. (B)(6) reported that following implantation the lock screws loosened sufficiently to allow the rod to slip out of position. The pt reported back pain that prompted the surgeon to obtain radiographs. There was no pt injury; however, revision surgery occurred on (B)(6) 2012 and consisted of ensuring the lock screws were fully tightened. No explantation of the construct occurred.

Manufacturer narrative:
(B)(4). Revision surgery occurred but no product was explanted; the construct was adjusted and lock screws were tightened. Service records for the associated torque driver noted the driver was in spec both before and after the initial surgery. The root cause remains unk. Should further relevant info become known, a subsequent report will be filed.